Event description:
An hcp stated blood results on the a1cnow kit were 4.2 and 4.5%. The lab results were 7.2 and 6.0%, respectively. The differences between the tests could be clinically significant. No adverse event was alleged. Product was not replaced.

Manufacturer narrative:
Patient information was not provided.